Event description:
System gave communication error in the middle of a case. There was patient involved. However patient was not harmed in any way. Customer finished case with another 9800 carm.

Manufacturer narrative:
The service rep trouble shot the system found work station locking up. The rep also noticed lines on left monitor. Trouble shot found loose connection on cable on ip and display adapter board. Reseated all boards in work station and carm. Checked 5v power supplies 5.06 in work station and 5.04 in carm., checked good. Tested system afterwards for 4 hours, had no more problem. Patient was not harmed. Customer finished the case with another 9800.